Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasonic probe's tip was pinched and pulled out from the sheath. The device was used for a diagnostic robotic navigation bronchoscopy procedure and the issue occurred after the said procedure. There were no reports of patient harm.

Event description:
It was reported that the ultrasonic probe's tip was pinched and pulled out from the sheath. The device was used for a diagnostic robotic navigation bronchoscopy procedure and the issue occurred after the said procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. Based on the results of the investigation, the specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.